Event description:
Reportedly the patient developed "serious injury including pain and nerve injuries."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with recurrent disc herniation, l5-s1. Degenerative disc disease, l5-s1 and underwent the following procedures: laminectomy and partial facetectomy, l5-s1. Posterior spinal fusion, l5-s1. Transforaminal lumbar interbody fusion, l5-s1. Posterior segmental instrumentation, l5-s1, with expedium. Cage placement, l5-s1. Right iliac crest bone graft. Use of local graft, allograft and graft, and bone morphogenic protein. Intraoperative fluoroscopy. Intraoperative neurologic monitoring. As per op-notes,¿ the cage was then impacted into place and rotated into the appropriate position, and was checked on ap and lateral fluoroscopy. Compression was then placed across the cage after the second rod was placed, and again ap and lateral permanent views were obtained, which showed appropriate placement of implants. The wound was then copiously irrigated with antibiotic solution. The transverse process at l5 and the sacral ala were decorticated using a bur and a large curette. Copious amounts of iliac crest local graft, allograft, and one large rhbmp-2 sponge was placed in the lateral gutters.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4).